Event description:
It was reported that a request of the cardiac resynchronization therapy defibrillator (crt-d) system data was requested due to high out of range shock impedance observed. Upon review of the device data, technical services (ts) discussed the left ventricular (lv) lead exhibits high out of range pacing impedance and the lv lead settings were reprogrammed by the clinic. It was also noted that the three months impedance trend of the lv lead shows several decreases to normal values, which could be indicative of a broken conductor and testing of the different vectors was recommended. In addition, the right ventricular (rv) lead exhibits high out of range shock impedance and it has been gradually increasing over the last year. There are no signs of noise from the rv lead and troubleshooting recommendations were provided. The crt-d system remains in service. No adverse patient effects were reported. It was discussed that there complications observed on the lv lead following troubleshooting performed in clinic and the patient was listed for lv lead replacement. In addition, it was mentioned that commanded shocks would be performed before the lv lead replacement procedure, however, there is not yet information on a scheduled date for these procedures.